Manufacturer narrative:
Our reporting system experienced technical difficulty and thus this report is delayed.  Our vendor, iqvia, has notified us that we have ran into a bug that required a patch.

Event description:
Bristles from toothbrush coming off while brushing. I received this toothbrush from my dentist after he did some gum work. I don¿t have any sku number. As soon a couple bristles came off I put it in the garbage. It¿s a soft toothbrush. The only tooth brush they purchased is 525.